Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device first passed the preoperational checks. While connected to the patient, the ventilator alarmed for external flow sensor failed". There is need for medical intervention reported. Another hamilton-t1 ventilator was used. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.